Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the below the knee artery. A 3mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. During inflation from nominal to rated pressure, the balloon burst and did not expand. The procedure was completed with a different device. There were no patient complications as a result of this event.